Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: unknown); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they did an impedance check on the patient twice and got the code 'no MRI', code (B)(4). Representative said the patient mentioned that they don't have a lead connected on one side, but they didn't know why or how the patient knew that. Patient did have some symptoms but the implant was already off. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.